Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was done immediately prior to placing the patient under twilight conscious sedation. Intracardiac echocardiogram (ice) imaging was performed while a watchman fxd curve access system (was) was inserted with versacross connect (vcc) to perform transseptal puncture (tsp). Tsp went smoothly and no suspicion of event from tsp. The intraarterial septum (ias) was flossed with the was and vcc and the was and ice catheter was positioned across the ias into the left atrium (la). During a five (5) minute period, the was and ice remained in the la unattended as the physician needed to leave the room briefly, and when the physician returned the was not able to be visualized on imaging. The qrs interval began widening, bradycardia was noted and then asystole. As staff was preparing to perform cardiopulmonary resuscitation (CPR), ventricular fibrillation was observed. The staff and physician coded the patient for two (2) hours using a temporary pacemaker, intra-aortic balloon pump (iabp), diagnostic cardiac catheterization (cc), and defibrillation. Tee was reinserted and there was no evidence of pericardial effusion. The temporary pacemaker was first unable to capture between compression cycles and ultimately one lead was placed and captured successfully. The diagnostic cc revealed no sign of coronary disease. Although iabp was successfully placed, the patient maintained only a weak blood pressure and poor oxygen saturation maintenance at 70 or below. Due to the long period of time of low oxygen saturation, the physician decided to stop resuscitating the patient and the patient died. It was noted that there was not any heavy snoring, no gasps of air taken by the patient, and no contrast injections performed within the la. The cause of death is unknown.